Event description:
A customer reported that their pump battery would not charge, despite not receiving a power source alert and using a tandem charging cable via a wall outlet. There was no adverse impact on the customer¿s blood glucose level. The customer attempted to resolve the issue by using different wall adapters and charging cables; however, none were successful in charging the pump. Ultimately, the pump began charging when plugged into a different wall outlet, but cts decided to replace the pump as a precaution. The customer was informed about using multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted and was instructed on returning the problematic pump to tandem after setting it into storage mode.